Event description:
It was reported the patient's stimulation system was damaged when someone hit the door of his car. The device had been in place since 2006. The device had to be taken out. No patient symptoms were reported. It was unclear at the time of the report if the device has been replaced/explanted or if the surgery was planned for a future date. Additional information has been requested, but was not available on the date of this report.